Manufacturer narrative:
The insulin pump passed self test and displacement test. No unexpected pump error 35 alarms or pump error 63 alarms noted during testing however, pump error 63 alarm (variable 3) is confirmed in the downloaded history file due to broken pin 6 (sda) trace at u1 on the keypad assembly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received multiple pump error alarms. Customer stated insulin pump was not exposed to a high magnetic field. The customer was assisted with troubleshooting. Customer was able to clear and able to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.